Manufacturer narrative:
(B)(4). Batch # u5fa3k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil and closure trigger in closed position, with no apparent damage and with an ecr60d reload loaded on the device. The reload was received unfired. During the visual inspection of reload three staples were missing in the middle part of the reload. In addition, a white plastic fracture portion (6.5mm) in the bag was received. The received and a test cartridge were loaded into the channel of the device and they could be loaded as expected. The reloads did not fall off from the jaw during open-close operation. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Also, the device was disassembled in order to evaluate the condition of the internal components and the plastic piece received belongs to the shroud pin. The damage on the shroud has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of missing staples is possible that handling by the customer could have led to the reported condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device retained the cartridge without any difficulties noted, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard.

Event description:
It was reported that during a respiratory surgery, when a nurse opened/closed the jaws before use to make sure the device works properly, the cartridge fell off the jaw. It was found some staples had been protruded. The device was not used for the patient. There was also a foreign matter in the package of the pcee60a. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.